Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report multiple no delivery and motor error alarms. The customer's blood glucose level was 425 mg/dl. The customer treated with a manual injection. During troubleshooting, the customer performed the displacement test and it passed. The customer was able to perform a manual prime and the motor error did not alarm. The customer was also able to clear the no delivery alarm by disconnecting and reconnecting the tubing and reservoir. The customer was advised that the device was working as designed and nothing was replaced or returned.